Event description:
I had a vaginal mesh implant after a pelvic floor prolapse. It has caused me pain ever since. I have developed fibromyalgia, many stomach issues. I had headaches that all originated with my implant. I am not certain of the date I have as the onset since it was long ago.